Event description:
In 2008, a clinical incident involving an arthocare arthowand was reported to arthocare corp. During a knee arthroscopy procedure (synovectomy, partial meniscectomy, chrondroplasty), it was reported the screen detached from the tip of the wand and remains in the pt's knee. There is no plan to reoperate to remove the fragment. The pt was reported to experience some post-operative swelling but all is resolved.

Manufacturer narrative:
It was reported the device will not be returned to arthocare for investigation but will be retained by the hospital. Since the device was not returned for investigation, a complete investigation could not be completed. A review of lot history record for lot #e931870-a was performed and the lot met all device specifications.